Manufacturer narrative:
All available information was investigated and due to the returned condition of the device (clip deployed and not returned), the reported issue could not replicate in the testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated, and a conclusive cause for the reported difficult deployment could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient and only the delivery system returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An ntw clip was inserted and the leaflets were successfully grasped. Therefore, the clip was attempted to be deployed. It was noted that all steps were performed per the instructions for use. After rotating and extracting the actuator knob, it was noticed that the mandrel did not release from the clip. Troubleshooting was performed and the mandrel was able to detach from the clip without cause damage to the clip or the anatomy. No additional clips were implanted, and mr reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.